Manufacturer narrative:
The reason for this revision surgery was a dislocation after 2 years and one months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there are a total of 60 prior complaints against the glenoid head that has 20 similar failure mode pertaining to "dislocation". This is the first complaint for the incident lot number 864c1175. The root cause for the dislocation was not reported. Several factors not related to the implant can play a role in dislocation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the dislocation of the humeral head and humeral socket, the surgeon removed the head, socket and insert and replaced with larger constrained one.